Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly that the date of explantation was (B)(6) 2019. On (B)(6) 2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The MRI showed rupture, however, upon removal both implants were intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/18/2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: catalog number: 3503501bc, mentor memorygel breast implant 350cc, sn: (B)(6), lot: 5917379. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the left breast implant. As a result, the patient will undergo removal on (B)(6) 2019.